Event description:
The customer reported that at the end of the surgery, the tip of one of the jaws broke and dislodged into the pt cavity. The piece was retrieved and another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.